Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this pacemaker was syncopal and fainting. An in-person interrogation was completed and found this pacemaker had reverted to safety mode. In safety mode programming oversensing of noise resulted in pacing inhibition. The patient was admitted for an urgent device replacement. This device was subsequently replaced with a non-boston scientific device. This device is expected to be returned but has not been received at this time. No additional adverse patient effects were reported.